Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Per sales rep: the heads sheared off 2 of the 1.2 self drilling screws - the exact length is unk. The screws were being placed in the top of the cranium with the proper blade and a compatible plate was used. The threaded portion of the screws was left in the pt - screw heads are available to send back in.